Event description:
Rptr alleged pt received a right breast implant on 4/7/89. Rptr also alleges after surgery, "pt developed a series of physicial conditions and symptoms, arthritis and tendonitis type body pain, stiffness, soreness and fatigue which required medical care." It's also states pt suffered severe, permanent injuries including physical disfigurement, permanent pain or disability, physical pain and mental and emotional anguish.